Event description:
It was reported that after a non device related surgery, the atrial lead exhibited low lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.